Event description:
Nurse gave family member dose of liquid medicine to give to pt in an oral syringe. Family member gave dose then gave oral syringe to pt to play with. Nurse came into room and found rubber stopper from bottom of syringe plunger in pt's mouth. This poses a possible choking hazard.